Event description:
Adverse event(s): "possible corneal burn" (burn, corneal). Product problem(s): "handpiece not functioning as expected" (device issue). The nurse reported that a corneal burn occurred during a procedure. The surgeon later stated that no corneal burn occurred and that the phaco handpiece was not functioning as expected. The customer requested that the handpiece and phaco tip be evaluated. Additional information stated that the surgeon has a history of not creating enough work space. It was requested that the company service representative proctor the surgeon during their cases. The surgeon declined to complete the questionnaire as they feel the event would not be considered a thermal injury.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. No problems were found and no components were replaced. One phaco handpiece has been returned for evaluation. Results of the evaluation are still pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4). (B) (4).